Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the au680 analyzer. The fse replaced multiple hardware components to resolve the issue. The replaced components are: 3-way valve; ise data board; buffer syringe; sample probe; and tubing/hoses. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided. (B)(6).

Event description:
The customer in france reported erroneous high ise (ion-selective electrode) patient results were generated on the au680 clinical chemistry analyzer. There was no change in patient treatment, injury, or death associated with this event. The results were not released from the laboratory.